Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the cardiac monitor went black and was not transmitting data to the monitor bank. The device alarm was not functioning. The device was not in use on a patient at the time of event.

Manufacturer narrative:
The faulty device was returned to the manufacturer however, it is unknown if the device has been evaluated as no serial number was provided. Based on the information provided it is unable to determine the cause the customer allegation. In the event that additional information is provided this case will be reopened and further evaluated. Based on the information provided it is unable to determine the cause the customer allegation. In the event that additional information is provided this case will be reopened and further evaluated.

Event description:
The customer reports that the cardiac monitor went black and was not transmitting data to the monitor bank. The device alarm was not functioning. The device was not in use on a patient at the time of event.